Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: during inspection, the local staff noticed during the inspection that technical event: 231008 was occurring and received the t1 from the hospital for repair. The hospital staff complained about why the t1, which was not in use, was breaking down. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: during inspection, the local staff noticed during the inspection that technical event:231008 was occurring and received the t1 from the hospital for repair. The hospital staff complained about why the t1, which was not in use, was breaking down. No patient involvement.